Event description:
During the procedure, while pulling the catheter out, the internal suture remained in the pt's abdomen and detached itself from the loop tip. The suture was removed with forceps. There were no other complications reported.